Event description:
The customer reported that the system would stop taking fluoroscopic x-rays when performing high level fluoroscopy. Patient involved but no patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed a positive high voltage arc test and was unable to duplicate the reported issue. The system was tested and found to be working as intended and put back in service.